Manufacturer narrative:
A customer from united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens reviewed the instrument data, and the information provided by the customer. Reagent and instrument issues were ruled out based on quality control(qc) recovery within acceptable ranges and no issues were reported with other patient samples. Siemens reviewed the auto check trace files, verified the wash station bubble detector dispense and aspiration values, and confirmed that the appropriate amount of fluid was dispensed into the cuvettes and that aspiration was complete. Serum indices on the sample indicated no excessive lipemia, icterus, or hemoglobin. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Based on the available information, the cause of the discordant result was unable to be determined. A product problem has not been identified. The issue was resolved by routine troubleshooting. Customer is operational; no further actions are required.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) which was discordant relative to repeat testing when using kit lot 112. An initial elevated result was obtained for the patient in question. The initial result was not reported to the physician. The same sample was then retested on the original analyzer which yielded a lower result. The lower result was considered correct since it matched the patient¿s clinical history and was reported to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.